Event description:
The international customer reported the ventilator had a vent inop occurrence due to an o2 valve stuck open. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician replaced the oxygen flow sensor to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Oxygen flow sensor.